Event description:
Per the clinic, the device was explanted on (B)(6) 2025, for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.